Manufacturer narrative:
The device involved in the event has not been returned; therefore, the event cause could not be determined. Correspondence has been sent out for return of the device. Once the device has been received and investigation completed. A supplemental report will be submitted. Please reference the mdrs: 2029214-2020-00014 2029214, 2020-00015 2029214-2020-00016. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information two medtronic flow diverters did not open during the procedure. It was also noted that the patient experienced vasospasm as a medtronic guide catheter navigated inside them. The vasospasm was resolved by administering nimodipine flow. It was reported that first pipeline had a good length initially open in the m1, but when the physician attempted to open the braid around the ophthalmic, it would not open. The device opened well at the distal tip, but the approximately 6mm segment after this would not open. The first flow diverter was removed because the physician was concerned that the braid had twisted preventing it from opening. A new medtronic flow diverter and microcatheter was used. The flow diverter was initially exposed in the m1, but the distal braid was slow to open so the catheter was advanced over to push the ptfe sleeves out of the way, but it was still slow to open. After more manipulation of the device, the flow diverter was removed as it was over two hours. The second flow diverter¿s entire distal end would not fully open. It was reported to have only slightly opened. The aneurysm was coiled following failed flow diverter attempts and good angiographical result was seen post procedure. The patient was undergoing coiling treatment for a medium unruptured amorphous left ophthalmic aneurysm, measuring 15mx3mm. Landing zone distal 3.5mm proximal 5mm. The vessel was observed moderately tortuous. Reported device and any accessory devices were prepared as indicated in the IFU. There were not any patient symptoms or complications associated with this event. No patient injury was reported. Dapt (dual antiplatelet treatment) was administered. Pru level was within acceptable levels.

Manufacturer narrative:
The pipeline flex with shield was returned stuck inside the distal segment of the catheter. The pipeline flex with shield could not be pushed forward or removed. The catheter was cut to remove the pipeline flex with shield from the catheter lumen. A moderate amount of blood was observed inside the catheter lumen. The distal and proximal dps restraints were found to be intact. The dps sleeves were found intact with no signs of damage. The distal hypotube appeared to be stretched with the ptfe shrink tubing still intact. The distal and proximal ends of the pipeline flex with shield were found fully opened and moderately frayed. The middle section of the pipeline flex with shield braid appeared fully opened and no damage. Bends were found on the pushwire. No damages were found with the distal marker, re-sheathing marker, re-sheathing pad or with the proximal bumper. The catheter tip and marker were examined; and no damages were found. The catheter body found to be accordion at the distal tip. No other damage was found. The catheter was then tested by running an in-house mandrel through catheter tip and hub. The mandrel successfully passed through the catheter hub and tip with no issues; however, the resistance observed at the damaged locations. Based on the analysis findings, the pipeline flex with shield was not confirmed to have failure to open as the distal and proximal ends of the pipeline flex with shield braid were found fully opened with moderately frayed. Furthermore, the pipeline flex with shield and the catheter were found to be damaged. From the damages seen on the devices; it appears there was high force used. It is likely these damages occurred when attempted to advance and retrieve the pipeline flex with shield through the catheter against resistance. It is likely that patient tortuous anatomy and lack of continuous flush may have contributed to the reported issues. Linked mdrs: 2029214-2020-00014 2029214-2020-00015 2029214-2020-00016 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.